Event description:
The customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge to resume insulin delivery.